Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the reporter; no product, pictures or medical records were provided. Review of the device history records could not be performed, as the product identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Event description:
It was reported that the juggerstich bent and broke while being inserted. No adverse event has been reported as a result of the malfunction. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.